Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. It was noted that the device was intentionally implanted below the intended landing zone due to the aortic diameter being outside the indications for use. Upon deployment of the aortic body stent graft, the polymer syringe emptied and the patient experienced transient hypotension. The hypotension was treated in accordance with the IFU and the patient was stabilized intr-operatively, followed by the successful deployment of the iliac limbs. A balloon expandable stent was implanted in the seal zone to successfully exclude the aneurysm. As of the date of this report, there have been no additional patient sequelae reported.